Manufacturer narrative:
Section d4: expiration date could not be extracted as no serial number was provided. Section h3: correction - the controller (model #106762) was not returned for evaluation. A portion of the driveline was returned and is evaluated under MFR # 2916596-2019-03462. Section h4: device manufacture date could not be extracted as no serial number was provided. Manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarms due to the clock not being set was confirmed via analysis of the submitted log file. The submitted log file contained 240 events of data. The duration of time that the data encompassed could not be determined as most of the log file event timestamps were set to (B)(6) 2001 at 01:00:00. Although it is inconclusive, this may indicate that a complete loss of external power to the system had occurred and the emergency backup battery had depleted such that vad operation was not able to be supported which would cause yellow wrench advisory alarms due to the clock not being set from the complete loss of power. This event was not captured in the submitted log file data and a specific root cause for the clock not being set was not determined through this analysis. Throughout the log file pump power, estimated flow, and average pi ranged from 3.9-12.8w, 2.6-5.7lpm, and 1.8-14.2, respectively. Numerous low speed alarms were recorded throughout the log file while the system was supported with the mobile power unit; these issues appear to clear while the vad is connected to the external 14v batteries. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms cannot be conclusively determined through this analysis; evaluation of the returned portion of driveline is addressed under (B)(4). The end of the log file appears to have captured the clock being set to (B)(6) 2019. The system controller was not returned to abbott for analysis nor the serial number was reported. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A specific root cause for the clock not being set was unable to be conclusively determined through this analysis and a device related issue could not be confirmed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The speed drops and driveline repair were reported under MFR # 2916596-2019-03462. Serial number was requested, but not provided. UDI will be completed in a follow-up report. Approximate age of device, unknown (the age is calculated from the date of start date to the event date. The start date of the device was not provided. Age of the device will be added in a follow-up report). The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was having issues speed drops. The patient¿s speed dropped to less than 500rpm¿s. The customer indicated that the times of the system controller was not accurate as the system controllers time was not set. A review of the log file showed 112 low speed advisories. Speed drops were as low as 3200 rpm. Unable to determine how long this has been going on as the controller clock was reset to 1/1/2001 1:00 when, at some time in the past, the system controller lost external power and the ebb depleted to a value that would not have supported lvad operation (this would cause a the yellow wrench alarm noted in the below event history summary). The low speed advisories has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or ungrounded patient cable until further investigation is completed. An external percutaneous lead repair performed without any issue. The patient is expected to be released to home on regular grounded patient cable post observation. No further information was provided.